Event description:
The physician reported a motor stall and motor stall recovery recorded in the pump logs that was caused by the pt having an MRI. The motor stall occurred on (B) (6) 2009 and recovered (B) (6) 2009, which was the first time they had seen the pt since the last refill. The pt experienced a slight increase in pain in the last few days otherwise had no changes in symptom control. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)